Event description:
Reporter alleged obtaining discrepant blood glucose results of 118 mg/dl back to back with a result of 262 mg/dl when tests were performed within 1 minute of each other on the advantage system. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.